Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, swelling, and pain. Cultures of the device pocket were obtained and purulent fluid was found. The pt was treated with both IV and oral antibiotics and partial device system explant, but was not returned to the manufacturer for analysis. Hcp reported patient's infection is resolved.